Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) was found to be at end of life between two normal follow up visits. Premature battery depletion was suspected as end of life was felt to have been declaired quickly. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was to be explanted and returned to boston scientific in the near future. Upon receipt the device will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.